Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during the investigation, a review of the black box showed evidence of unexplained power reset events on the complaint date. The pump powered on with the returned battery cap. The battery cap measured within specifications. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was observed inside the battery compartment. A cover crack was observed between the corner of the display lens and the case seal. A base crack was also observed between the case seal and the keypad. A 24 hour basal program was run with the returned battery cap with no reboot, loss of power, or call service alarms being duplicated. All keypad keys were intermittently responding. The keypad rubber was intact with no peeling or tearing. The keypad was removed, and no contamination was found under the key contacts. The pump¿s cover was removed, and evidence of moisture contamination was found inside the pump on the keypad circuit components. The "intermittent " keypad response was concluded to be due to internal moisture contamination. An "intermittent power" event was not duplicated during the investigation.